Event description:
It was reported that stent shortening occurred. The unspecified target lesion was severely calcified. A long unspecified stent was advanced and shortening occurred on the front end of the stent. No additional information was available.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).